Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.  A review of the device history record was not possible since the batch number is unavailable. Per the IFU, cardiac perforation is a known risk during the use of this device. The cause of the reported cardiac perforation and subsequent death remains unknown.

Manufacturer narrative:
Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2030404-2019-00051, 2182269-2019-00089, 2030404-2019-00052. During a left atrial flutter ablation procedure, a cardiac perforation and subsequent death occurred. Following ablation in the left atrium, the cavo-tricuspid isthmus line ablation was continued in the right atrium. An audible steam pop occurred. The procedure was paused, the patient was assessed, and the procedure continued. Two additional steam pops were noted and the procedure continued. Ice imaging noted an effusion on the right side for which a pericardiocentesis was performed. The patient was followed with surgical intervention, however expired intra-operative. There were no performance issues with any abbott device.